Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account in the basement. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brakes being out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brakes to resolve the issue. Based on this info, no further action is required.